Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, retained kit testing, and a review of labeling. The customer agreed that insufficient specimen pre-treatment caused the falsely decreased tsh results. Tracking and trending did not identify an adverse trend related to the complaint issue currently under investigation. Retained lot testing generated successful calibration and quality control results within package insert ranges. In addition, architect tsh reagent lot 89923jn00 was tested as part of the (B)(4) proficiency scheme and were within accuracy and consistency of bias. Labeling was reviewed and found to be adequate. Based on the investigation, no product issue was identified relating to the customer's issue.

Event description:
The customer stated an architect (B)(4) analyzer generated falsely decreased tsh results for one patient sample. The architect (B)(4) generated an initial tsh result of 21.04. When repeated on the architect (B)(4) analyzer, tsh values of 52.22 and 69.76 were generated. The patient sample was sent to a reference laboratory (method unknown) and tsh values of 67.87, 69.73, and 68.15 were generated. The falsely decreased tsh values were not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect tsh, list 7k62-25, that has a similar us product distributed in the us, architect tsh, list 6c52. A follow-up report will be submitted when the investigation is complete.